Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9392507, 510k #k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a transforminal lumbar interbody fusion surgery at l5-s1 due to deformity. Intra-op, upon insertion when slight pressure was put laterally on the inserter, the implant snapped at the inserter. The product came in contact with the patient. No fragments of the product remained inside the patient. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis: macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Optical examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload during attempted implantation.